Event description:
The event involved a tego connector which was reported elevated venous pressure and very low arterial pressure. Issue resolved after replacing the connectors. The event occurred during use with a patient. However, there was no harm.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.